Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio dv integrated electrosurgical unit (iesu) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the reported complaint. Error c-33 occurred when the iesu was run on an in-house system in normal mode.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint; however, evaluation/investigation has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection surgical procedure, the customer informed the technical support engineer (tse) that error c-00 occurred on the integrated electrosurgical unit (iesu). The tse found error c-33 in the logs. The tse had the customer power cycle the iesu and connect the iesu power cable to the power outlet directly, but the issue was not resolved. The tse advised the customer to use an external esu to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed. The customer was not able to use the iesu during the procedure. The customer was completed with an external generator.